Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).

Event description:
The customer reported low troponin I (accutni) quality control results, for all three levels, involving access 2 immunoassay system. Upon troubleshooting, the customer discovered the reagent pack was loaded incorrectly onto the carousel. The in-use reagent pack was loaded into the compartment that was different from the list in the user interface reagent inventory screen. Reagent inventory screen displayed two troponin reagent packs were in positions 1 and 2. Upon checking, the customer discovered the reagent packs were actually loaded in compartments 2 and 3. The customer noted the reagent packs were not punctured. Beckman coulter customer technical service (cts) advised the customer to unload all reagent packs from the unit, manually. Beckman coulter guided the customer through proper reagent pack loading. The reagent pack involved was properly discarded. System check and quality control were within specifications. The customer stated no patient results were generated. The unit was in normal operation.